Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: e2, e3, g2 (adding "health care professional" according to customer's new information), h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had error code e315. The issue occurred during preparation for the diagnostic procedure. There were no reports of patient harm.